Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system on-site. Found the top door switch hanging and broken. The site biomedical engineer stated that they cut back the wire cover to jumper the switch to temporary make the door work. Changed the top side door switch due to it breaking. O-arm passed all tests and is up and running. The door switch assembly has not been received by the manufacturer for evaluation. A full imaging system check-out was completed part replacement and repair and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that the imaging system door would not close fully. It was reported that the door would appear to be closed, but the 'door open' icon would not disappear. The system was rebooted, the door was closed again multiple times, and the rotor was aligned, all without resolution. There was no patient present when this issue was identified.

Manufacturer narrative:
The hardware investigation of the returned 2 door switch assemblies found that the reported event was related to a physical damage issue. The first door switch visual inspection confirmed that the button actuator was missing from switch. The second door switch assembly visual inspection confirmed that the black wire between closed switch position and connector had been cut.